Manufacturer narrative:
H6 - preliminary device analysis revealed a motor stall. Follow-up report will be submitted when device analysis is completed. 02/03/1998: h6 - primary finding of device analysis revealed a motor stall due to open motor coil anomaly.

Event description:
Pt's pump stopped after pt suffered a fall in 12/96. Pump was returned to MFR for analysis.